Manufacturer narrative:
H.6. Investigation summary: material #: 367856 lot/batch #: 2321372 bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed relating to stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper was loose. The following information was provided by the initial reporter: after opening the cover and closing it again, the cover will come loose.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper was loose. The following information was provided by the initial reporter: after opening the cover and closing it again, the cover will come loose.